Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately erratic, inaccurately high and inaccurately low. On (B)(6) 2012, the (B)(4) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged issue began. The patient reported blood glucose results of 139 and 200 mg/dl with the subject meter, performed greater than 20 minutes of each other and 140 and 130 mg/dl, performed within an unspecified time of each other. The patient also reported blood glucose results of 300, 140, 130 and 136 mg/dl with the subject meter and 100, 256 and 280 mg/dl on another meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with metformin pills (1000 mg 2x daily), humalog insulin (25 units 3x daily) and lantus insulin (40 units). It is not known if the patient made changes to her usual diabetes management routine. At an unspecified time after the start of the alleged issue, the patient claims she felt a symptom of sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter inaccuracy issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.